Manufacturer narrative:
This event is being reported as serious injury due to the reported complications with surgical and/or medical intervention. The lots associated with this event were not reported and remain unknown; therefore a review into the device history records could not be performed. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
On 22/may/2024, abbvie became aware of a publication from the USA titled, ¿hernia recurrence and complications after abdominal reconstruction with reinforced versus nonreinforced biologic mesh¿ on a single-center retrospective review of patients who underwent abdominal wall reconstruction from january 2013 to january 2022. The purpose of the study was to compare outcomes with non-reinforced biological meshes to outcomes with a reinforced biological mesh. One hundred eighty-eight patients underwent abdominal wall reconstruction with non-reinforced biological meshes (strattice, flexhd, alloderm, or surgisis gold). Sixty-six used reinforced biologic mesh (ovitex). Unfortunately, the authors report complications as mixed cohorts in the biological group and do not provide a breakdown of the numbers of each biological mesh used. The authors report hernia recurrence in the biological group as 15 patients (8.1%). Additionally, 78 patients (47.6%) experienced 90-day post-operative complications in the biological group and include the following: seroma, hematoma, infection, dehiscence, and return to the operating room.